Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device did not present signs of excessive lubrication. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy procedure, there was too much lubricant around the articulation joint. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.